Event description:
A caller reported encountering a cartridge alarm 20 with their insulin pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Despite technical support assisting the caller in loading a new cartridge, the alarm persisted, leading to the decision to replace the pump. The customer was informed about the shipment of a replacement pump with updated software and was advised on the necessary steps, including returning the faulty pump to the company. The customer understood and acknowledged the instructions.